Event description:
While using a mp-kit-p-eo (multioblique (pmt) waypoint stereotactic system, physician found the platform was labeled with the incorrect depth numbers. There was no harm to patient as physician identified the issue and proceeded accordingly.